Event description:
It was reported that a female pt underwent an uncomplicated coronary diagnostic procedure in 2009. Common femoral artery access was obtained with one stick via a 6f cordis sheath. No peri-procedural anticoagulation medications were administered and a femoral angiogram performed was noted to be clear of any disease or vessel tortuosity. Post procedure, the physician, trained to the mynx, proceeded to use the mynx for femoral artery closure and successfully achieved hemostasis. The pt was discharged from the hospital that same day. Four days post mynx, the pt returned to the physician complaining of pain at the access site. An ultrasound and computed tomography (CT) scan were performed which reportedly noted material, alleged to be sealant, in the femoral artery as well as above the arteriotomy. The pt was taken to surgery where the material was removed. The material was not sent to pathology for testing. The cause of the occlusion was not reported. The pt was discharged from the hospital the day after surgery with no further incident. No further info was provided.

Manufacturer narrative:
A lot history review for the device in question shows that the device met all material, assembly, and performance specifications. The occlusion may have been caused by a partial deployment in the artery. However, without source documents or the material to perform chemical analysis of the composition this could not be confirmed. Therefore, the cause of the occlusion could not be determined. Device code: other for partial deployment. The lot number was not available, therefore, the expiration date and date of manufacture are unk.